Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.50mm x 12mm, eccentric, de novo, 85% stenosed target lesion with a >=90 degrees bend was located in the non-tortuous and non-calcified middle of left anterior descending artery. Pre-dilation was performed with a maverick balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a significant bent on the stent was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.50mm x 12mm, eccentric, de novo, 85% stenosed target lesion with a >=90 degrees bend was located in the non-tortuous and non-calcified middle of left anterior descending artery. Pre-dilation was performed with a maverick balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a significant bent on the stent was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.